Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-jul-2018 with the following findings: during investigation, the paint was peeling and scratched.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging basic "wear and tear" of the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because it was unknown whether the alleged malfunction had an impact on insulin delivery. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made.